Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer blood glucose level was unknown at the time of the incident. Customer stated that their insulin pump screen went black with grey circle spinning. Customer declined to troubleshoot display anomaly. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Missing segments/partial display not confirmed.